Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Additional information received indicated that this pacemaker was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker device previously showed less than a half year remaining longevity. At the end of the interrogation, the device showed one and a half year remaining longevity. There were no changes were made. Boston scientific technical services (ts) discussed longevity bins and how this device calculates longevity. As of this time, the device remains in service. No adverse patient effects reported.